Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the unknown balance middleweight (bmw) was in the right coronary artery and a dragonfly optical coherence tomography (otc) imaging catheter was used to take images. After the imaging was complete, the dragonfly was attempted to be removed and it felt like it was stuck on the bmw guide wire. Both devices were removed together as one unit. Another bmw guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.